Event description:
It was reported that this right atrial (ra) lead may be compromised and undersensing was observed. Additionally, possible loss of capture on presenting intracardiac electrogram. Boston scientific technical services (ts) recommended further review. No adverse patient effects were reported.